Manufacturer narrative:
Concomitant medical devices: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient's friend or family member reported on (B)(6) 2015 that the patient had sharp shooting pains down their leg and at the implantable neurostimulator (ins) site the last two days. It felt like stimulation was on, but the device had not been charged in two years. It felt like shooting electricity where the battery was implanted in the hip. The patient reported loss of stimulation and shocking. They had not used their stimulator in over one year. The patient had fallen the previous day on the ins and had been feeling a very strong "pulse" sensation every 15 - 20 seconds since then. It was also noted that the patient had serval (cerebral) palsy and spasticity. The related medical history was spinal pain. A supplemental report will be submitted if additional information is received.